Event description:
The rptr stated that he has been receiving er1 messages. He did not know exactly what the message meant, so he just turned the meter off and tested the next day. The next day he did not obtain the er1 message and was satisfied with the results he obtained. He has not sought medical attention nor has he experienced any other problems with the meter.